Manufacturer narrative:
The technician found the brake pads were worn out. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in the repair shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).